Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had electrical stimulation done in therapy and she said it hurt so bad she "screamed". The device remains in use. No patient complications have been reported as a result of this event.